Event description:
Baxter (B)(4) received a report that a folfusor had no flow during patient infusion. The device was filled with a 110 ml solution containing 1050 mg fluorouracil in saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 20 ml of solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual inspection of the sample showed no signs of blockage or abnormality in the delivery tubing or the reservoir that could have caused the reported problem. After the luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer. Flow continued without stopping or difficulty. No signs of flow problem were observed from the sample during the functional test. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.